Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement primary and subsequent revisions surgeries by dr (B)(6). Revisions have been reported and tracked over several years and in recent times due to dislocation. Patient dislocated total hip replacement ((B)(6)) presented to (B)(6) hospital emergency department. Dr (B)(6) attended the patient and while an open reduction, revision was anticipated the hip was reduced by closed reduction. An open reduction revision by dr (B)(6) is planned for early 2022. There is a history of reporting with this patient. The closed reduction was not attended by myself although revision prosthesis were to be arranged the closed reduction was considered adequate at the time. This patient is able to be located on the reporting system. No further information is available and it is believed to be a patient already having a history of dislocation. Doi: (B)(6)2017; 1st dor: (B)(6)2017; 2nd dor: (B)(6)2019; 3rd dor: (B)(6) 2021 (B)(4), 4th dor: planned for early 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.